Event description:
A clinical supervisor reported that following an intraocular lens (iol) implant procedure; it was observed by the surgeon that the wrong diopter lens was implanted into a pts eye. The clinical supervisor reported only the outer box was checked prior to implantation. The reported stated that postoperatively, it was noted that the inside sticker matches the power implanted in the pts eye. The outer box was not saved for verification. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The review of the product history records did not indicate any excursions or anomalies during the packaging process. The product lens case, identification stickers, components and lens carton are scanned individually at the mfg facility while being packaged into the lens carton. Because the file indicated that the clinical supervisor stated the iol box was not saved, so there is no way for them to verify the product identification, we are unable to determine the root cause for this complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).